Event description:
On (B)(6) 2014, dr. (B)(6) notified merz of a patient who had returned to him. Dr. (B)(6) injected radiesse into the nlf and ml on (B)(6) 2013. The patient developed a rash on injection site area (B)(6) 2014. The patient visited her general practitioner and has been prescribed antibiotics and steroids. She has only now gone back to the practitioner who has prescribed anti-viral cream.

Manufacturer narrative:
(B)(4). Further info has been requested but has not been received.